Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. Unrelated to the complaint, the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that while in (B)(6) there was a button/keypad (tactile changes/unresponsive) issue; unresponsive ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.